Event description:
The customer reported that prior to use on a patient, the iabp generated a "peep" sound and the display was black. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main control pcb (part number 0670-00-0788). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).